Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report. (B)(4).

Event description:
The physician reported irregular function of the subject device after the utilization of electrocautery equipment. It was specified that the subject device functioned normally when placed in the pocket. Electrocautery equipment was used to treat bleeding around the pocket area. It was then observed on the ECG that pacing by the subject device was being inhibited and the patient's spontaneous rhythm was around 40 bpm. Proper operation returned, and the pocket was closed. Additional operational testing was performed, and it was found that the egm on the tests/egm screen was still showing a flat baseline. Subsequently, an additional re-interrogation was performed, the flat baseline remained, and the polarity was then reprogrammed from bipolar to unipolar. Reversion of the polarity back to bipolar was done, and a normal egm was displayed. The subject device was left implanted.